Manufacturer narrative:
A visual investigation with microscope was performed. The investigation showed that the drill broke completely off. The breakage showed striations on the transition to the drill thread and plastic deformation on the thread. Further the yellow coloration was heavily damaged. A hardness measurement was performed (measured hardness 613 hv). The hardness is within specification (min. Of 550 hv). Indications for material or manufacturing related problems were not found during investigation. The striations and plastic deformations were caused by contact with a hard material (no bone). Furthermore, the damages of the coloration were caused by frequent use and many sterilization processes.

Event description:
Drill broken during the surgery and the fragment remained into the pt maxillary bone.